Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 1: alarm events air in line - not visible and unresolved. Details of complaint (reported issue): constant beeping "air in line" while giving a blood transfusion. Happened during 2 separate blood transfusions. Significant delay in administering the blood. Impact to patient: delay in treatment, interruptions to clinical care due to time required to resolve alarms, other. Other patient impact delay in blood transfusion administration, only have 4 hours to infuse. Infusion ordered over 3 hours. Action(s) taken changed out pump (isolate and send to bioengineering department), followed b braun tips to resolve alarms (air-in-line and occlusion), repeated priming to clear air, other. Medication/fluid blood. IV rate 148 ml/h.